Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a meter error (error 1 random) issue. The reporter stated that the meter had emitted error 1 alarms that were unable to be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/28/2014 with the following findings: the meter powered on immediately with an error 1 sub code 5. The pump and meter were unable to be paired to complete the investigation due to inability to clear the error 1 sub code 5 message.